Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver discovered a loose connection between the transfer set and the patient line extension set during peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver stated the patient line connector on the disposable patient line extension set became very loose from the female connector on the transfer set. The care giver stated they ensured a good connection during setup and there were no visible defects associated with either product. There was no patient injury or medical intervention associated with this event. No additional information is available.